Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-06017. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein one lead was explanted and replaced. Effective therapy was restored. Note: it is unknown which lead was explanted and replaced, as such both leads are being reported.